Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, self-test and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during the power on self test and in the alarm log. The cause was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry). This occurred when the flo-gard was turned on. There was no patient involvement. No additional information is available.